Event description:
It was reported "charging cable loss and cable falls out". There was no adverse impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.